Manufacturer narrative:
Other: hydraulic hose.

Event description:
It was reported by service report that the cot was drifting. A leak was also found. It is unknown if there was patient involvement or if there are adverse consequences to report.